Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. The sample was visually inspected under normal conditions of illumination according to procedure. No damages or other discrepancies were detected on filter that could create leak. During functional testing, leak testing on the sample received was performed using hydrostatic vessel as procedure and a leak on the filter was detected come from the air vent filter; thus the failure mode reported confirmed. No root cause could be related to the manufacturing process was determined, thus supplier corrective action was sent to supplier in order to perform a complete root cause analysis for the failure mode reported for leak in filter. The investigation report received from the supplier indicates that the filter has been damaged by something inserted into the vent hole (such as a needle) resulting in a perforation of the filter membranes. The observed condition could not be attributed to the manufacturing process of the component or set. Thus no action has been assigned to date, however, the data relating to this type of claim will continue to be monitored for new information and actions will be taken accordingly, if applicable.

Event description:
Information was received indicating that at the end of therapy, infusion product (pediatric parenteral nutrition) was noted to be leaking at the filter of a smiths medical cadd administration set. No patient consequences were reported. No adverse effects were reported.